Event description:
It was reported that the ventilator's air gas module was found defective. There was not patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's air gas module was found defective. According to the customer the ventilator resumed the ventilation automatically without post oxygenation phase during suction support. Our field service engineers investigated the ventilator on site. Gas module was replaced to resolve the issue. The provided logs confirms the reported problem as the alarms were activated within 60 seconds. Technical error was activated after that which indicates communication error in the air gas module or monitoring printed circuit board. The replaced gas module has returned for investigation. The returned gas module has been tested in a ventilator and it passed the pre-use check (puc). The suction support has been tested during ventilation. No abnormal found. The machine was kept on ventilation for 24 hours. Another suction support test passed without any failure. It was not possible to reproduce the issue. Therefore, no root cause could be established. Alarms are turned off during the disconnect phase for a maximum of 60 seconds. If the patient has not been reconnected within 60 seconds, alarms are activated.

Event description:
Manufacturer's ref. #: (B)(4).